Event description:
While at the customer site, the philips field service engineer (fse) observed the battery pca had bent pins and the battery pca should be replaced. The device was not in use on a patient.